Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/07/2017 with the following findings: the pump's black box showed evidence of an unexplained pump reboot event on the date of the complaint. The pump powered on with no issues. The battery compartment was found to be cracked and there was moisture present. The pump was exercised for 24 hours with no power issues observed. The power issue could not be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump had no power. The reporter stated that there was moisture in the battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.